Event description:
It was reported that during the initial implant attempt, the left ventricular lead was being implanted, the patient suddenly had ventricular fibrillation. The physician performed external defibrillation but stopped the procedure. Two days later, the procedure was attempted but ended after two hours when the patient's status became "bad." Ten days later, a left ventricular lead was implanted but dislodged while slitting. The physician "found that the lead couldn't be fixed well". A different model lead was used to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).